Event description:
A surgeon reported in a casual manner with no details to our rep, that a pt had a shoulder repair at an undefined date, with the use of a versalok anchor for fixation. Sometime subsequent to this, it was somehow discerned that the anchor had pulled out of the bone. A revision surgery was performed at sometime, the loose anchor was removed. The facility discarded the complaint device. The facility cannot identify the lot. At this point in time, this is all the info that has been made available to mitek.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, those results will be reflected in a f/u report.